Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, field service evaluation, a review of service history, a search for similar complaints, and a labeling review. The abbott field service engineer (fse) evaluated the issue on site and found that the smoking/ charring originated from the scc-f+ power supply and was investigated as a likely cause part. The scc-f+ power supply is a component within the scc f_win7 platform which was replaced to resolve the power failure issue initially observed by the customer. Return parts were not available but images confirmed that the charring was localized to the power supply. A review of the analyzer service history was performed and no contributing factor on or around the date of the event was found. The fse resolved the issue through normal troubleshooting. There were no subsequent reports of smoke/burn on either the new f+ scc power supply or arc scc f_win7 platform since the parts were replaced. No adverse trends for events with replacements of the scc-f+ power supply were identified. Labeling was reviewed and found to be adequate, as it contains instructions regarding electrical specifications and requirements, electrical hazards, and of electrical safety for the architect systems. Based on the available information no product deficiency of the architect i1000sr analyzer, list number 01l86 was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed smoke after they opened the back panel of the architect i1000sr module. The customer indicated that the power had failed on the system control center (scc) and would not turn on. Upon opening the back panel they identified a burning smell and smoke came out from a bundle of cables. No injuries or impact to patient management have been reported.